Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found eschar buildup in the knife track of the device. Functional testing noted that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The mechanical function of the device's jaw opening and closing was functioning properly. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device had a cutting issue, stopped working, the knife blade did not advance or was difficult to advance, and the knife blade did not retract. The reported issues were confirmed. The product ana lysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found n o potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total hysterectomy, the procedure started from the patient's right side, and approximately 40 seals were used. During the processing of the left round ligament, the sealing function worked, but the tissue did not cut even when the knife trigger was pulled. Upon inspection, it was found that the knife trigger was stuck in the pulled position. Afterward, they tried holding the handle and pulling the trigger without clamping any tissue, and the trigger returned to its normal position, but pulling the knife trigger felt stiff, so a new product was used. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total hysterectomy, the procedure started from the patient's right side, and approximately 40 seals were used. During the processing of the left round ligament, the sealing function worked, but the tissue did not cut even when the knife trigger was pulled. Upon inspection, it was found that the knife trigger was stuck in the pulled position. Afterward, they tried holding the handle and pulling the trigger without clamping any tissue and the trigger returned to its normal position, but pulling the knife trigger felt stiff so a new product was used. The knife blade did not expose nor protrude beyond the edge of the jaws. There was no patient injury.